Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at 1243 a primary infusion of dacarbazine 996 ml/ hr. With a vtbi of 600 ml to infuse over 36 minutes. The device went into kvo rate of 20 ml /hr. Two times and a additional 40 ml was added to the total volume. After 6 ml infused the device alarmed for ail (air in line) and shut down. There was no additional event details provided .